Manufacturer narrative:
Other relevant devices are: ilxch1616115 sn (B)(4), aexch282840 sn (B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately eight years and five months post index procedure a CT revealed that the aneurysm had enlarged and there was no evidence of an endoleak. The aneurysm measured 6.6 cm in diameter. The physician elected to reline the stent graft with an aortic cuff, endoanchors and stent graft limbs in order to prevent any additional neck dilatation. Per the physician, the cause of the event was due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.